Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: no anomalies found; proximal segment analyzed; proximal segment returned for analysis.

Event description:
It was reported that the rv (right ventricular) lead was partially explanted due to 19 inappropriate shocks caused by oversensing. Lead fracture at the pocket was also noted. No patient complications were reported as a result of this event.